Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 2pm. The patient reported obtaining alleged inaccurate high blood glucose results of 290 mg/dl with the subject meter compared to her feelings/normal results, which lifescan does not consider a valid comparison to determine an inaccuracy. The patient informed the csr that she manages her diabetes using insulin pump therapy, and in response to the alleged inaccurate high reading she took an extra 11 units of insulin. The patient stated that 30 minutes later she developed symptoms of light headed, sweaty, foggy. In response to the symptoms she consumed some orange juice. During troubleshooting, it was established that the patients meter was set to the correct unit of measure. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr walked the patient through a retest and the alleged meter issue was not resolved. Products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.